Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp did not fit properly. This occurred on 3 occasions. The following information was provided by the initial reporter: the customer reported as follows: the outer cover was loose and did not fit the pen needle properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-11. H6: investigation summary: three open 32g x 4mm pen needle samples were returned from lot. No. 0008810, cat. No. 320136. Visual examination and a functionality test was carried out on three samples and no issue were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp did not fit properly. This occurred on 3 occasions. The following information was provided by the initial reporter: the customer reported as follows: the outer cover was loose and did not fit the pen needle properly.